Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Manufacturer narrative:
The pusher assembly was returned with the implant coil still attached, but severely stretched. The device was evaluated and the complaint could not be confirmed.(B)(4).

Event description:
Treatment of an aneurysm. It was reported that the coil detached before it could be pushed in the micro-catheter.no injury was reported with the patient as a result of the procedure.